Event description:
It was reported that after inserting the screwdriver to try to tighten the setscrew, the setscrew fell out of the pulse generator. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of set screw anomaly could not be verified. The setscrew was not returned for evaluation and without it a complete analysis could not be performed.